Event description:
It was reported that the subject catheter encountered resistance while removing from its sheath. The subject catheter broke inside the patient and the metal coils integrated with the distal wall of the catheter became stretched. The fractured distal portion of the subject catheter was retrieved using a snare. This maneuver caused local bleeding at the puncture site, which was controlled by manual compression. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.